Event description:
My surgeon used the medtronic infuse which has caused me very serious pain, physical limitations, has required me to undergo a revision surgery. I'm worried things will never get better.